Manufacturer narrative:
The evaluation conclusion code on this report has been corrected.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076-52, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary # product ID# d154awg the device was returned and analyzed and analysis of the returned device was inconclusive indicating a telemetry problem.

Manufacturer narrative:
Corrected information: no eval explain code.

Event description:
It was reported that the patient with an implantable cardiac defibrillator (ICD) system was deceased. The family questioned if the device had failed. The cause of death was reported by the medical examiner as hypertensive cardiovascular disease.